Event description:
The customer reported that an intra-aortic balloon (iab) catheter was inserted without complication on a (B)(6) year old male patient with critical main disease. Counterpulsation was completed successfully. The patient was progressed to extracorporeal membrane oxygenation (ECMO) therapy for full support during a high risk procedure. The decision was made to remove the iab catheter and sheath with the guidewire inside. The goal was to use this puncture site to provide access for percutaneous coronary intervention (pci). The iab was removed over the standard 0.025" guidewire. An attempt was made to insert a non-datascope angio sheath over the datascope iab guidewire, however, difficulty was noted. It was noted with imaging that the guidewire had become "entangled". An attempt was made to remove the guidewire; however, a hematoma developed and surgical vascular repair was conducted to resolve the bleeding. The patient expired several days after the event on (B)(6) 2013. The hospital indicated that this event may have been a contributing factor to the decline of the patient.

Manufacturer narrative:
The device is not available for return and no lot information has been provided; therefore, we are unable to perform an evaluation of this device or review device manufacturing records. However, based on the description of the event, it appears as though the instructions for use were not properly followed. Section vi subsection b "initiating iab pumping' states; "after positioning the iab catheter, remove the guidewire." If the device becomes available or further information is provided, a follow-up report will be submitted.